Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, the wake button was sticking. The customer experienced an elevated blood glucose level of over 500 mg/dl. Customer addressed bg by administrating a manual correction injection. Reportedly the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged screen on/ quick bolus button - stuck issue was verified, but the battery-not holding charge issue could not be verified. The information will be used for tracking and trending purposes.